Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that her blood glucose reached 585 mg/dl and that the cannula was kinked. She also reported that she believed she had diabetic ketoacidosis (dka). She gave herself a 15 unit injection of insulin and then called her doctor who advised her to remove the pod. The pod was discarded.